Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noticed insulin leaking out on the skin. The pod was removed and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia. The patient reported making changes to his basal rate by 0.5 the night prior.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No leaks were found in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.